Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. It was reported that the operating system for the smart device was not a supported system. No additional event information is available. Confirmation of the complaint could not be determined. A probable cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4). Additional device information - correction (ni entered in the lot number field - please disregard the lot number on the initial submission). Additional device information - correction (please disregard the lot number expiration date on the initial submission - it is being left blank on the follow-up as we can't enter ni in the expiration date field) if follow-up, what type - correction.